Event description:
Patient complained of having chills & fever when he flushed his IV line. Patient hospitalized & PICC line removed and cultured. No growth on cultures. Dose or amount: 5ml, frequency: every 24 hrs, route: IV. Dates of use: seven days in 2007. Diagnosis or reason for use: prevent clotting of IV line. Event abated after use stopped or dose reduced: yes.